Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist instructed the customer to run precision testing with 3 different samples, and results were satisfactory. The ccc then instructed the customer align the pump and replace the integrated multi-sensor technology (imt) pump tubing. The ccc specialist instructed the customer to run quality control (qc) which resulted satisfactory. The customer issue was not resolved. A siemens customer service engineer (cse) was dispatch to the customer site. The cse replaced the xo tubing, cleaned the rotary valve and all ports. The cse replaced the x seal. The cse aligned the imt pump to ensure the pump rate was consistent. The cse inspected the waste tubing and verified proper evacuation of waste and was free of clog. The cse ran condition and dilution check. The cse repeated qc precision, all resulted acceptable. A siemens headquarter support center (hsc) specialist reviewed information provided and found no product issue. However, it was noted the customer is using a stat spin, spinning for 3 minutes. Stat spins are not recommended by tube vendor. The customer should follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause for the falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same dimension exl with lm instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.